Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed and indicated oversensing due to non-physiologic signals/short interval counts (sic). One hundred forty four (144) sic were recorded beginning (B)(6) 2013. A lead integrity alert (lia) triggered on (B)(6) 2014 due to meeting the requirements for non-sustained episodes (nst) and sic. There were 3 nst events recorded between (B)(4) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after a lead integrity alert (lia) on the right ventricular (rv) lead. A lead fracture or insulation failure was suspected due to the lead noise observed. The lead was replaced. No patient complications have been reported as a result of this event.